Event description:
It was reported that the customer experienced a blood glucose (bg) level over 400 mg/dl. Reportedly, humalog insulin had been left "out of the refrigerator for an extended period of time". Customer administered a bolus via the pump to address the issue and went to the emergency room with moderate ketones. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged the following day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer on insulin labeling.